Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient reported, they used to have a medtronic restore spinal cord stimulator, but it was removed, because they had a lot of trouble charging the implant, since the beginning of the implant. And it never fully helped them. Patient said, they had to ins for about 2 years before it stopped working and was removed. Patient confirmed, their old leads were still in use, so not abandoned. The patient wondered if they could have an MRI/CT scan. Agent reviewed information and redirected the patient to have their doctor determine their eligibility, as they have multiple company products mixed. Hcp info: family doctor.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.